Event description:
During plf surgery, the hook forceps fractured when placing the hook to the traverse process of the vertebrae with this forceps. Another hook forceps was available thus the surgeon managed to complete the procedure.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.